Event description:
It was reported by a diabetic pt's family member that the pt had his foot amputated after the v.a.c. Therapy unit was allegedly not working properly. Dressings were neither removed nor changed when required.

Manufacturer narrative:
Additional information provided by the health care provider (a nurse) at the user facility indicates that the pt had an abscess on the bottom of his foot. The health care provider further indicated that during the night shift the v.a.c. Therapy unit reportedly alarmed and it was turned off. The v.a.c. Therapy unit was off in the morning when the health care provider came on shift. He stated that the night staff did not call kci or anyone else that night about the alarms. V.a.c. Labeling states: "keep therapy on for 22 out of 24 hours. Do not leave v.a.c. Dressing in situ if the therapy unit is switched off for more than two hours." The physician caring for the pt indicates that he always has good results with v.a.c. Therapy and is disappointed with this particular case. The physician further indicates that the pt's daughter told him that the staff at the user facility didn't ever change the dressing, clean or irrigate the wound. The pt's daughter told him that they just changed the tubing (presumably to change the cansiter only, not the dressing) and left the dressing on the pt. The physician indicates when he removed the dressing, it was macerated and had a very foul odor. He cultured it and it was positive for mrsa. The physician subsequently performed a midfoot amputation on the pt. He stated that "the wound and nursing care" contributed to this incident. He further stated that he did not believe that v.a.c. Therapy caused this incident. He also indicated that there was an excessive accumulation of fluid at the wound site because someone had turned off the v.a.c. Therapy unit without removing the dressing. A qc check on the v.a.c. Therapy unit indicated that the device performed according to specifications.